Manufacturer narrative:
H6: the device's electronic records were analyzed by ventec where the reported issues of unexpected reboots and alarms for very low fio2 were confirmed. Initially, ventec was unable to duplicate the reported issues, however, after additional testing ventec was also able to duplicate them intermittently. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board. Further component level cause could not be conclusively determined.

Event description:
It was initially reported to ventec that the device needed service. The reporter had advised ventec that the ventilator alarmed and that its power button began flashing. There was patient involvement associated with the reported event, however, the reporter advised that there was no harm to the patient as a result of the reported issue. The reporter stated that the device continued to ventilate the patient throughout the event. The patient was eventually placed on a different device for support and the one from this event was returned to the distributor for examination where a technician evaluated the device, but was unable to duplicate or confirm what had been originally reported. The device was returned to ventec for evaluation. Upon receipt of the device, ventec downloaded the device¿s electronic records for analysis and was able to confirm that it had logged multiple alarms indicating very low fio2 (fraction of inspired oxygen) readings. Additionally, ventec observed that there had been multiple reboot events logged in the devices memory.